Manufacturer narrative:
Attempts were made to obtain the device lot number, and the lot number was unable to be obtained. No device history record review was able to be completed according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection of the aortic vessel, aortic rupture, and reoperation. Furthermore, the IFU indications for use section states that the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including, but not limited to, isolated lesions in patients who have appropriate anatomy, including greater than or equal to 20 mm non-aneurysmal aorta proximal and distal to the lesion.

Event description:
On (B)(6) 2015 the patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) after a total arch replacement and use of an artificial landing zone (elephant trunk procedure). On (B)(6) 2020 the patient presented to the hospital with back pain. CT imaging confirmed a dissection originating from the distal end of the ctag device. It was also determined that the aneurysm had ruptured. The physician reported that the distal stent graft-induced new entry (sine) may be due to the patient's weak vessel wall. Reoperation was performed on the same day. Two gore® tag® conformable thoracic stent grafts with active control system were used to treat the dissection. The procedure was completed with no reported issues. The patient tolerated the procedure.